Event description:
The pt stated he smelled insulin and found that his shirt and the adhesive of this infusion set was wet. His blood glucose elevated to 370 mg/dl. He stated he corrected his blood glucose by bolusing and changing the infusion set. No further information is available regarding actions taken by the pt. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report. Accu-chek flexlink is same product as accu-chek ultraflex which is sold in the united states.